Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.); a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis (ctag) using a gore® dryseal flex introducer sheath. Intraprocedure imaging showed placement of the ctag had unintentionally partially covered the left common carotid artery (lcca). An express stent was then implanted within the lcca. Additionally, during removal of the gore® dryseal flex introducer sheath, the left common iliac artery (lcia) and the left external iliac artery (leia) were dissected. An epic stent was implanted in the lcia and leia to treat the dissection. It was reported that the small diameter of the patient's access vessels may have contributed to the dissection. The patient tolerated the procedure.